Event description:
During evaluation of a returned spectrum pump, the device had a delayed keypad response. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device had a delayed keypad response. The cause was identified to be a failing processor board which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.